Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had battery life diminished from first when receiving it battery used to last 1.5 months and louder to rewind than before also states buttons do not always respond when you press them when he holds button down like he was supposed to it does not go up but stays there he has to tap pump on his knee. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. (B)(4).